Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent thoracic and lumbar arthrodesis. On an unknown date, post-op, the rod broke. Hence, a revision surgery was performed, in which a connector was fixed to the rod; and another rod was also added.